Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Technical support provided pump reset instructions to customer to resolve the issue.